Event description:
It was reported that a pump alarmed for system error 105. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation was unable to determine the cause of the error. As a result, the motor assembly was replaced.